Event description:
Pt underwent diagnostic coronary angiography using a 10 fr sheath. The cardiologist attempted closure of the arteriotomy site with a prostar 9 fr pvs sys. Hemostasis was not obtained and a second attempt was made with a prostar 11 fr. Hemostasis still was not obtained. The pt was sent to surgery for vascular repair of the puncture site. Surgical repair was successful; the pt did fine and was discharged to home. On removal of the 11 fr device prior to surgery, the sheath was found to be cut. The cardiologist did not know how the cut happened. There was no evidence that there was any malfunction with the 9fr device. The instructions for use clearly states that the 9 fr is designed for use in 8 to 9 fr access sites. The prostar 9 fr sys is not designed to close a 10 fr access site; the user should have elected for the 11 fr site initially. It is not known whether use of the 11 fr device in a site already partially closed with a 9 fr device contributed to the cut in the 11 fr sheath.